Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerline s/l catheter was returned for evaluation. Visual, microscopic visual and function evaluation were performed on the returned device. The investigation is confirmed for the reported catheter leak and identified loss of or failure to bond issues as holes were noted on at the connection between catheter and luer on both the extension legs. Further during functional evaluation, leak was noted in the hole on the extension legs upon infusion. The color/surface of the proximal end of both the extension leg appears different than the rest of the extension legs. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Event description:
It was reported that some post catheter placement, the device allegedly had leakage. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post catheter placement, the device allegedly had leakage. There was no reported patient injury.